Event description:
It was reported that balloon was placed in cath lab in 2005 without event. The pt was transported to the floor. Balloon was in use "a couple of hours" when it "burst". The pt was returned to the cath lab where the iab was exchanged. There were no further reported difficulties or associated pt complications.

Event description:
It was reported that balloon was placed in cath lab on 11/29/2005 without event. The pt was transported to the floor. Balloon was in use "a couple of hours" when it burst". The pt was returned to the cath lab where the iab was exchanged. There were no further reported sifficutly or associated pt complications.